Manufacturer narrative:
(B)(4). Service engineer (se) inspected the device and verified the malfunction. The keyboard printed circuit board (pcb) was replaced. The ventilator passed all the required testing.

Event description:
It was reported that the ventilator generated an error which rendered the unit keypad inoperable. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported problem was isolated to contamination by foreign material. If information is provided in the future, a supplemental report will be issued.